Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/20/2019. Additional h3 investigation summary: it was received for analysis a labeled winding former and a detached needle of product code vcp317. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under 20x magnification and no suture remnant was noted and marks that appears to be by use of a surgical instrument could be observed on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2019 and suture was used. During the procedure, the needle was detached from the suture when pulling during interrupted suturing. There were no adverse consequences to the patient. No additional information was provided.